Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving an alert. Upon interrogation, the atrial lead exhibited high impedance and a sensing anomaly. No intervention was performed. The patient was stable and would continue to be monitored.